Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a esophagectomy ivor-lewis (right) procedure, the surgeon noticed that there was a plastic piece inside of patient. The surgeon was not sure of which instrument the plastic came from. The surgeon was able to retrieved the fallen piece and was put in a plastic container. There was no patient injury.